Event description:
Nurse experienced skin irritation/discomfort on wrists and arms. Went to the ed on the night shift where she received prescriptive creams and steroids to assist with the treatment of the inflammation. No additional information.

Manufacturer narrative:
The device history record was reviewed, and no exceptions were noted. Historical trending was done and this was the first reported incidence of skin irritation for this product. The sample was received and a visual inspection showed no abnormality. The material used for the gown sleeve and the wrist elastic passed the biocompatibility test prescribed by regulatory agency for the intended use. There was no change in the material composition of the fabric materials and the elastic. The root cause could not be determined. The complaint information was shared with the relevant sectors for their reference. There is no additional action to be taken at this time, but we will continue to monitor for trends of this nature.